Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pump had under infused medication. The program was as follows: 500 mls of 13500 mg of piperacillin was to be infused 159 mls/hour. There should have only been 12.4 ml of the medication left at the end of the infusion, however the residual volume was 60 ml. No patient injury or complications were reported in relation to this event.